Event description:
The customer alleged they received a questionable total protein urine/csf gen.3 (tpuc) result for one patient on their c501 analyzer. The patient's sample was a urine sample. The customer stated the sample was clear and well centrifuged. The patient's initial tpuc result was 1.4 mg/dl and it was reported outside the laboratory. The repeat result was 326.9 mg/dl. The sample was repeated a few more times with results similar to the first repeat and being >320 mg/dl. The repeat result matched the patient's clinical history and was issued as a corrected report. The patient was treated based on the repeat result and there were no adverse events. The tpuc reagent lot number was 664510 and the expiration date was not provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
The field service representative went on site and did a performance check of the analyzer and everything was within specification. The calibration and quality control data was fine, so a general analyzer or reagent issue was excluded. A definitive root cause could not be determined.